Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products (tvt) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products (tvt) used in this procedure? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: radiology 2018; 289:721¿727; https://doi.org/10.1148/radiol.2018180786. (B)(4).

Event description:
Title: translabial us: preoperative detection of midurethral sling erosion in stress urinary incontinence. This retrospective observational study aimed to evaluate the performance of translabial (tl) us in preoperative detection of sling erosion into pelvic organs with cystourethroscopic and surgical correlation. Between 2008 and 2016, 124 women (mean age of 57.5 6 11.1 [31¿85] years) suspected with sling erosion who underwent previous midurethral sling procedure from 1999 to 2012 were included in the analysis. The surgical placement techniques were as follows: transobturator approach in 43 of 124 women (34.6%), retropubic approach in 42 of 124 women (33.8%), or other approach (single-incision, multiple surgeries of revisions, or unknown procedure of mesh product) in 39 of 124 women (31.4%). There are 15 different synthetic mesh products used and the most commonly used in these patients was gynecare tension-free vaginal tape (ethicon, sommerville, nj). All patients underwent translabial us to detect sling erosion. Complications in these patients included pelvic pain (n=?), dyspareunia (n=?), urinary obstruction (n=?), urinary infection (n=?), dysuria (n=?), hematuria (n=?), back or groin pain (n=?), incontinence or prolapse (n=?), and mesh erosion (n=?). Preoperative translabial us can be used to detect sling erosion into the lower urinary tract, with sensitivity up to 93% and specificity up to 100%.